Event description:
It was reported that when the product was opened from the primary packaging, the needle tip protection tube was missing from the beginning. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the product was opened from the primary packaging, the needle tip protection tube was missing from the beginning. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cover is confirmed, but the exact cause could not be determined. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed no use residues throughout the returned device. The infusion set was returned in its opened packaging. The safestep was returned inside its cardboard holder with its luer cap attached. The safety mechanism was not advanced over the needle tip. The needle cover was observed to be missing. Because the device was returned opened, the complaint of a missing needle cover is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.